Event description:
A medtronic representative reported that during a vertek passive biopsy, the surgeon had difficulty locking the precision aiming device. The device position could not be secured near the base. The surgeon had to use extra force in order to secure the position. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Due to character limitations the complete patient ID is (B)(6). The patient weight has been requested, but is not available from the site. A replacement precision aiming device has been sent to the customer for issue resolution. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Was able to hand tighten the pinch handle so that the base would not rotate. Checked the rotation handle and had no issues tightening it. Could not duplicate the alleged malfunction the device is found to be fully functional.